Event description:
Technical services received a call on 08/29/2011. Caller stated that this patient has a tied ouput system. Patient's rv lead has impedance measuring below 200 ohms and wondering if it's due to this lv lead or the rv lead. Discussed that only thing they can try is to do thresholds on the lead system and see if one of them has changed a lot. There is noise noted on the lead channels but there is not a way to find out if the noise is due to the rv lead or the lv lead since they are tied together. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).